Manufacturer narrative:
Patient information and patient harm information were both requested, but no response received from this customer.

Event description:
The customer reported that the ventilator will not run on battery power. It is unknown if the unit was in use on patient, but there's no patient harm reported.